Event description:
The patient recently had an ablation. Upon interrogation, intermittent ventricular capture was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.